Manufacturer narrative:
The customer reported complaint of the autopulse platform (sn: (B)(4)) displayed ua45 (not at "home" position after power-on/restart) was confirmed during the initial functional testing and archive review. To remedy the issue, autopulse shaft was rotated back to "home position and once completed, the device passed the testing and met all specifications. Visual inspection was performed and found that the top cover, front enclosure were damaged thus confirming the reported complaint. Unrelated to the reported issue , the battery lock was also noted to be bent. Autopulse platform is a reusable device as well as serviceable device, therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The reported event date of (B)(6) 2017 shows ua45 occurred. Functional testing was performed and ua45 error message was observed. The reported complaint of a crack on the housing of the platform was confirmed during visual inspection . The top cover and front enclosure were replaced to remedy the reported issue. Unrelated to the complaint , the clutch was found to be sticky . The clutch plate was replaced to remedy this issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse displayed ua45 (not at "home" position after power-on/restart) upon powering up. Customer also stated that there was a cracked on the housing of the platform. No patient involvement on this issue.